Manufacturer narrative:
(B)(4).

Event description:
A pump motor stall was confirmed in the event logs; the stall did not recover. The pump was replaced. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.